Event description:
Dual-chamber permanent pacemaker insertion under fluoroscopic guidance along with peripheral venogram on (B)(6) 2021. Unplanned return to surgery on (B)(6) 2021 for rv pacemaker lead repositioning. FDA safety report ID # (B)(4).